Event description:
It was reported that the device is heating. There was no harm for the patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was not confirmed. The supplier evaluation revealed that the guide pin was deformed, and the ball bearings are loud and worn out. The magnets on the trigger and holder are dirty. However, there was no overheating observed.